Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from september 06, 2019 - september 09, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion; approximately 60% infused. The device was reported to have been set up correctly and the line flushed; no kinks or issues were observed. The device contained benzylpenicillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.